Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was mild tortuosity, mild calcification and no stenosis. The bifurcated stent graft was successfully implanted. It was reported that a guidewire was inserted into the gate but the physician had difficulties advancing the iliac delivery system catheter into the gate. (2953200-2008-01255). The physician pushed hard on the iliac delivery catheter and was able to manoeuvre the iliac delivery system in the gate and deployed the stent graft. The physician continued with the procedure by placing two iliac extension stent grafts distally. The physician was going to balloon the stent graft system when he noticed that the bifurcated stent graft had been pushed 2 cm proximally covering the renal arteries, the physician stated that this occurred when he was pushing on the iliac stent graft. The physician attempted to pull the stent graft down, but was unsuccessful. The physician elected to convert the patient to an open surgical repair. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Difficulties cannulating the gate resulted in moving the bifurcated stent graft.